Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in-clinic follow-up, events of diaphragmatic myopotential oversensing were noted on the device. Reprogramming was recommended resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.